Event description:
Ous MDR - after an implantation period of approx. 72 months shock impedance values higher than > 150 ohm were reported. The lead is still implanted. There was no mention of any intervention and it is believed this ICD is also still implanted. However, only the lead was mentioned as being in situ. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, this device is not available for analysis, therefore the analysis is based on the available information. The provided trend curves demonstrated stable shock impedances around 45 ohms between (B)(6) 2016 and (B)(6) 2016 with a subsequent sharp increase up to greater than 150 ohms, consistent with the observation reported in the complaint description. The available diagnostic images did not reveal a definite conclusion regarding the root cause of the clinical observation. An analysis of the system would be necessary for a root cause investigation. Should additional information or the devices become available for analysis, the investigation will be updated.